Event description:
The facility alleges the lift did not stop lowering the client when the aid released the button to the pendant. The client allegedly broke their leg in 3 places.

Manufacturer narrative:
Device has been in use for over two years. Maintenance history is unk. No history to suggest a product problem. Complaint indicates that pt was not dropped. No loss of pt support. It is unclear how injury described could occur. Manufacturer requested product to be returned.